Event description:
It was reported that the buttons on the insulin pump stopped responding. The customer replaced the battery and received a button error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 120 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. The insulin pump had a cracked display window corner, cracked reservoir tube lip and a missing end cap sticker.